Event description:
Livanova deutschland received a report that the heater cooler 3t system displayed an error related to pump malfunction on patient side (e21). The event occurred during routine maintenance; there was no patient involvement.

Manufacturer narrative:
A1-a5 there was no patient involvement. G.5. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11 livanova deutschland manufactures the heater cooler 3t system, the event occurred in japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.